Manufacturer narrative:
Investigation: x-inspect returned samples . Analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi in 2005. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Service history record: this unit was recently repaired under log 94064 on 3/19/2020 due to damage. This unit was also sent to csi on 7/12/2016 for a damaged hose. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: based on log 94374, this unit was at csi on 6/5/2020. The complaint unit was returned under warranty. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Observation: the complaint describes the unit would not shut off when the defrost mode was engaged. This is expected as the defrost mode is not designed to shut off the flow of gas completely. The flow changes but exhaust is required and will continue to exhaust until the "defrost" trigger/button is disengaged. Correction and/or corrective action: as there was no issue confirmed on this unit, and found to function normally, it was returned to the customer. No further corrective action is necessary, as the complaint condition was not confirmed. Review and closure : fault code: no fault. Failure code: performed as intended . Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Does not fully shutoff when defrost is pressed. Order: (B)(4). (B)(4). 1216677-2020-00135 ll100 cryosurgical 900001 (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Does not fully shutoff when defrost is pressed. Order: (B)(4). E-complaint-(B)(4). 1216677-2020-00135 ll100 cryosurgical 900001 e-complaint-(B)(4).